Manufacturer narrative:
The pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the motor error alarm. No unexpected motion sensor test failure alarm anomalies were noted. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with displayable history crc alarms due to a corrupted history file. The pump was received with normal operating currents. The pump passed the self-test. The pump passed the off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motion sensor test failure alarm. Customer's blood glucose was 162 mg/dl. Device was unable to review due to rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.